Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during reprogramming, the patient's drg system was unable to provide effective pain relief to the desired pain pattern. Reportedly, the patient experienced uncomfortable stimulation in their lumbar area. X-rays taken revealed migration of the l4 lead. Reprogramming was able to provided some coverage with the remaining 2 leads (l5 and s1). Follow-up identified surgical intervention took place wherein the l4 lead was explanted and replaced which resolved the issue.